Event description:
It was reported that the patient passed away. It was reported that the patient passed away while under hospice care. The physician reported that the patient passed away from chronic obstructive pulmonary disease and not seizures. The relationship of the death to vns is unknown. The physician reported that the device was not explanted and the patient was buried. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Additional information was received stating that the patient¿s death was not related to vns. Based on the available information about the patient¿s death, an internal classification has determined that the death is unlikely sudep.